Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a no delivery alarm during basal. Customer was able to troubleshoot during the call. Customer reported that the no delivery alarm and bent cannula resulted in a lack of insulin delivery for 8-10 hours. The customer's blood glucose level at the time of the incident was 330 mg/dl. The issue was resolved by changing the infusion set. The product is expected to be returned.